Manufacturer narrative:
The device will not be returned as it remains implanted. If additional information becomes available, it will be provided in a supplemental report.

Event description:
Head of multidirectional locking screw 32mm broke when fixing in aequalis baseplate 29mm. Screw is fixed in glenoidbone and in thread of baseplate.

Manufacturer narrative:
The reported event [implant - breakage intra-operative] could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Head of multidirectional locking screw 32mm broke when fixing in aequalis baseplate 29mm. Screw is fixed in glenoidbone and in thread of baseplate.